Event description:
It was reported that device kinked. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) was deployed. Upon withdrawal of the delivery system, this was noted to be kinked. The procedure was successfully completed using the kinked was and there was no patient harm.